Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in impella IFU: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant in japan reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was supported by cp pump and extracorporeal membrane oxygenation (ECMO) but, the team made decision to explant and escalate to the 5.5 in the operating room on day 9 of the support. The explant was being performed when the team observed a tamponade/lv damage that required surgical repair and red blood cells (rbc) infusion. The patient later expired on the 5.5 pump. The cause of the effusion and cp causing/contributing to it was not known.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : heart injury/hemorrhage : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history lot : device lot : 1926327. Device history batch : sub-component lot : n/a. Device history review : the pump s/n: (B)(6) passed all the post sterile inspection checks.